Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was on patient when screen display would go black randomly. Vent did not stop ventilating and patient was placed on new unit. There was no patient harm reported with this event.

Manufacturer narrative:
Device evaluation: the issue was isolated to the lcd display assembly, most likely due to a dead fluorescent tube within the lcd display. As the front panel assembly is a purchased part no detailed root-cause can be performed at this time. Part will be held for any further analysis if needed.